Event description:
During an unrelated right ventricular lead revision procedure, the device was programmed into voo mode for a pacemaker dependent patient in order to avoid external interference when electrocautery was used. However, during the use of electrocautery, pacing was temporarily inhibited and there was a brief asystole. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The pacer was received from the field in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed, including functional verification under field settings did not reveal any output anomaly and visual inspection of the header and connectors found no contaminants or foreign material that could contribute to the reported field issue. The inhibition anomaly reported by the field was consistent with the use of electrocautery. Performed battery assessment and battery was within the normal range of operation with appropriate longevity remaining.